Event description:
It was reported that there was an electrical fire within the bed while in use by a patient. The user facility stated that the fire was contained within the covering of the electrical components and there was no adverse consequences or injury to the patient.

Manufacturer narrative:
The user facility reported that a metal object was accidentally dropped onto the cpu board of the bed, resulting in a short circuit that started the fire. The device evaluation was completed and section h codes have been updated to reflect this.

Event description:
It was reported that there was an electrical fire within the bed while in use by a patient. The user facility stated that the fire was contained within the covering of the electrical components and there was no adverse consequences or injury to the patient.